Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg). However, the exact bg values were not reported. Reportedly, bg was due to hormones and customer believed that the basal rates needed to be adjusted. Reportedly, customer declined to provide additional information regarding the event.